Event description:
Tsh result of >100 mlu/ml. Same sample run using different methodology recovered 6.28 mlu/ml. No info provided to determine if results were used to guide therapy. No additional info provided at this time. If additional info becomes available, appropriate notification will be provided.